Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out or normal eri. Externalized conductors were observed. The electrical function of the lead was tested with no anomalies detected. The patient will be monitored with routine follow up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.